Event description:
It was reported that on a (B)(6) 2025, the sliding mechanism doesn't ratchet under tension. No patient was involved.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the customer reported sliding mechanism does not ratchet under tension. The repair technician reported missing screen, squeaking sound when squeezing trigger . The item is not repairable per the inspection sheet. The cause of the issue is end of life. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review (DHR): part: 314.291 lot no: 200121-201 release to warehouse date: 22 jul, 2020 manufacturing site: werk selzach supplier: leitner ag a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.